Event description:
Patient presented with severe angulation. On (B) (6) 2009 patient implant of a 25-16-120bl bifurcated device, a 25-25-55l proximal extension, and a 28-28-75l proximal extension, with good results. Follow up CT revealed a large proximal type I endoleak and subtotal stent collapse of the proximal portion of a proximal extension, causing lower extremity claudication and compromised perfusion. On (B) (6) 2009, the patient was treated with two palmaz stents to resolve the leak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Severe angulation suggests the patient anatomy did not meet criteria for indications for use; confirmatory information requested. No conclusion can be drawn at this time.